Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon, about 30 seconds later the balloon had deflated. The physician removed the device and replaced it with another to complete the case.